Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the main matrix drawer 1 failed and was not detected on the communication bus. The customer reported that the malfunction occurred when a user tried to issue medication to the patient and caused delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 on the main unit had failed and was not detected on the communication bus. A field service engineer reseated the ribbon cable to resolve. The system functioned as intended after the field service engineer repaired the device.